Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a cracked fill port. The device contained 123 ml 5% dextrose. The device was not used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added additional information for the lot was manufactured august 8, 2017 ¿ august 10, 2017. The device was received for evaluation. A visual inspection was performed and revealed that the fill port was damaged. The damage on the fill port shows evidence of white hazing and cracks. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.